Manufacturer narrative:
A field service engineer (fse) was dispatched and indicated that the rinse cup was not lifting up to the manual probe and backwash was not going into cup. The fse repaired the probe wipe and verified repair per established procedures. The root cause was attributed to the probe wipe lower rinse cup being loose and at an angle. As per product labeling, bci urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that a leak was observed from the coulter lh 750 analyzer consisting of 250 milliliters of blood and clenz that was found underneath the right side of the diluter and on the counter. The customer was wearing personal protective equipment (ppe) consisting of a gown, gloves, and goggles and no one got splashed, sprayed or injured at the time of the incident. No injuries occurred and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds. There was no death, injury or change to patient treatment attributed or connected to this event.